Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while resecting the appendix and meso-appendix, the two staplers with their loading units were unable to fire and the surgeon was unable to squeeze the handle but he was able to press the green button. There was no patient injury.